Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 260 units of insulin, and after the delivery of 117 units of insulin, the insulin gauge displayed 30 units. The customer's blood glucose level was 170 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.